Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height cubie drawer had failed and was not recoverable. The drawer does not open during recovery attempts and does not register as closed when manually opened and closed, suggested a potential magnet issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.3 other occupation: (B)(6) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer was failed to open when trying to recover and won't register as closed when manually opened. A field service engineer inspected full height drawer 5 and observed via diagnostic light emitting diodes (led) that the drawer was not detecting the closed condition, isolated the issue to a full height inseparable failure caused by a missing magnet, installed a replacement inseparable and tested operation in both the application and hardware test application (hta) diagnostics, with no issues observed. The system functioned as intended after the field service engineer repaired the device.